Manufacturer narrative:
Vessel spasm and thrombosis are included as possible complications in the instructions for use (IFU) for the penumbra system. Evaluation of the returned red72 confirmed a fracture on the distal shaft and kinks along the catheter shaft. Based on the reported event, this is likely the reported damage. Evaluation revealed stretching at the fracture site. This type of damage typically occurs due to retraction against resistance. If the red72 is retracted against resistance, it may become stretched and subsequently fracture. Since the red72 was fractured on either side of the returned rhv, this catheter likely fractured during removal from the patient. The kinks along the catheter shaft were likely incidental to the complaint and may have occurred during removal from the patient¿s body and during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a mechanical thrombectomy procedure to treat an occlusion of the left m1 of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96), a diagnostic catheter (5f), a non-penumbra sheath (6f) and a guidewire. During the procedure, the physician advanced the bmx96 and the diagnostic catheter over a guidewire up over the aortic arch. An angiogram of the left common carotid artery was performed. The bmx96 was brought into the internal carotid artery (ica) and the diagnostic catheter was removed. The red72 was advanced through the bmx96 to the target location in the ica and the physician completed one pass using the red72. An angiogram was performed which demonstrated partial reperfusion of the mca with a thrombolysis in cerebral infarction (tici2c). A moderate vasospasm was noticed in the left ica and in the mca. 5mg of milrinone was administered intra-arterially (ia). The final angiogram demonstrated that the vasospasm had resolved. While attempting to remove the red72, the physician experienced resistance. Upon removal, the red72 was noted to be fractured. It was also noted that there were multiple kinks along the catheter shaft. The red72 was removed in one piece using the guidewire. The procedure was completed at this point. Later that night, the patient developed significant debilitating symptoms. A computed tomography angiography (cta) was done which showed re-occlusion of the l mca. Due to the severity of the symptoms and the re-occlusion, a decision was made to perform an emergent mechanical thrombectomy. Upon completion of the emergent mechanical thrombectomy, an angiogram revealed a partial reperfusion of the mca with a thrombolysis in cerebral infarction (tici2b). The patient was transferred to the postoperative recovery in a stable condition. Re-occlusion of the l mca was reported to be a serious adverse event with a possible relationship to the penumbra system.